Event description:
It was reported that the renasys touch device continued to alarm full canister and blockage. The patient is long term npwt use, who is very experienced, but over the 28th and 29th september the device continuing to alarm for no apparent reason. There was no visible blockage, dressing was meticulously applied. Patient is not on a different device and no issues at present.

Manufacturer narrative:
The device, was used in treatment was returned for evaluation, could not establish a relationship between the event reported and the device. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed no alarm, no fault found. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable root cause maybe an intermittent component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.